Manufacturer narrative:
A ge service rep discussed the reported problem with the customer by telephone. Customer stated after rebooting a couple of times the system is working as intended. No add'l info provided. No service request noted. Service call closed with no site visit.

Event description:
It was reported that the digital screen on the 8800 system is not working correctly. It was noted that the screen on the c-arm is displaying various letters. There was no report of pt injury.